Manufacturer narrative:
This lead was surgically abandoned; therefore the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during a device replacement procedure for normal battery depletion, the physician experienced difficulty unscrewing the setscrews on the device and taking the right ventricular (rv) and right atrial (ra) leads out of the device header. The boston scientific sales representative stated that the physician had been pulling on the rv lead and now the conductor coils were extended and unraveled inside the lead; slight damage to the ra lead was also observed. After several troubleshooting techniques, both leads were removed from the device header. Since the ra lead measurements were normal, the lead was re-implanted with the new pacemaker. However, the pin on the rv lead had separated from the lead and the performance was thought to be compromised, so the lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.